Event description:
The lesion was an "eccentric de novo" in the distal lcx, with moderate tortousity and without calcification. The guide wire crossing was attempted with the microcatheter but it did not succeed. In order to change the tip shape, the guide wire was withdrawn, but the guide wire separated and was found inside the microcatheter guide wire lumen when removed from the pt. Reportedly, there was no pt injury.